Event description:
Info received indicates the right siderail is not staying in the raised position.

Manufacturer narrative:
The tech found the siderail end tube was broken. He replaced the end tube to repair the bed.